Manufacturer narrative:
A visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture were returned for examination. Without the return of the suture the reported complaint of breakage cannot be confirmed. This investigation could not verify or identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.

Event description:
It was reported the suture broke.